Manufacturer narrative:
Complaint conclusion: as reported, during the cordis real-precise study in which an 8mm x 30mm precise pro rx carotid self-expanding stent (ses) with 6f compatibility was implanted, the patient experienced bradycardia caused by the carotid-sinus reflex during carotid artery stenting (cas) which could not be directly treated with atropine due to failed venflon. The adverse event was described as moderate in severity and was not related to the study device but had a causal relationship to the procedure. Medication was administered to treat the bradycardia and the event resulted in hospitalization. The patient resolved and was discharged. This was during a procedure to treat the extracranial artery from the left internal carotid artery. The lesion had a length of 12mm and a reference vessel diameter of 6.9mm. The reference diameter distal to the lesion was 6.55mm. The lesion had a 99% stenosis with mild calcification. Pre-dilation was not performed prior to stent implantation. The stent was successfully implanted and was fully expanded with balloon dilatation. There was a 20% residual stenosis post procedure. There were no device deficiencies noted during any of the post-procedure follow ups. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Arrythmias, such as bradycardia, are a known potential adverse event associated with carotid stent implantation procedures and is listed in the instructions for use (IFU) as such. Bradycardia is defined as a heart rate that is slower than normal, typically characterized as a resting heart rate of fewer than 60 beats per minute (bpm) in adults. Hemodynamic instability occurring during or after carotid stent placement can be influenced by baroreceptors located at the carotid bifurcation. These baroreceptors may be stimulated by mechanical stretch from interventional balloons, stent delivery systems (sds), distal protection devices, or the implanted stent itself, triggering a reflex arc via the glossopharyngeal nerve. This reflex can result in pronounced vagal stimulation, leading to significant bradycardia and, in rare cases, transient asystole. Stent placement may contribute to continued baroreceptor stimulation immediately following deployment. Such reactions are recognized physiologic responses to carotid sinus stimulation and are typically transient and procedural in nature. Based on the available information, patient and procedural factors likely contributed to the asystole experienced, especially since it resolved after treatment with medication. However, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the cordis real-precise study in which an 8mm x 30mm precise pro carotid self-expanding stent (ses) with 6f compatibility was implanted, the patient experienced bradycardia caused by the carotid-sinus reflex during carotid artery stenting (cas) which could not be directly treated with atropin due to failed venflon. The adverse event was described as moderate in severity and was not related to the study device but had a causal relationship to the procedure. Medication was administered to treat the bradycardia and the event resulted in hospitalization. The patient resolved and was discharged. This was during a procedure to treat the extracranial artery from the left internal carotid artery. The lesion had a length of 12mm and a reference vessel diameter of 6.9mm. The reference diameter distal to the lesion was 6.55mm. The lesion had a 99% stenosis with mild calcification. Pre-dilation was not performed prior to stent implantation. The stent was successfully implanted and was fully expanded with balloon dilatation. There was a 20 residual stenosis post procedure. There were no device deficiencies noted during any of the post-procedure follow ups. The device will not be returned for evaluation.

Manufacturer narrative:
Please note that the lot number is currently unknown. The initial reporter did not provide a phone number; therefore, (B)(6) was used due to system requirements. Additional information is pending and will be submitted within 30 days upon receipt.